Event description:
A copy of a completed medwatch form was received from the customer, which states,"(B)(6) 2024, an 83 year old male presented to ed following an unwitnessed syncopal episode due to a mechanical valve, home warfarin use and a planned surgery, a heparin drip was ordered the heparin dnp(25,000 umts/500 ml ns) was initiated on (B)(6) 2024 at 2139 20 ml/hr (11umts/kg/hour) at 2305, the infusion pump alarmed and the heparin bag was found empty patient received 25,000 units of heparin over 86 minutes. The patient showed no overt signs of bleeding and hemoglobin remained stable. No reversal agent was indicated. Investigation of pump programming revealed correct programming of the device and the infusion pump indicates only 29 ml had been infused".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause: the root cause for the reported issue of over infusion heparin was not determined; although requested, no products or device logs were returned.

Event description:
A copy of a completed medwatch form was received from the customer, which states,"(B)(6) 2024, an 83 year old male presented to emergency department following an unwitnessed syncopal episode due to a mechanical valve, home warfarin use and a planned surgery, a heparin drip was ordered the heparin dnp(25,000 umts/500 ml ns) was initiated on (B)(6) 2024 at 2139 20 ml/hr (11umts/kg/hour) at 2305, the infusion pump alarmed and the heparin bag was found empty patient received 25,000 units of heparin over 86 minutes. The patient showed no overt signs of bleeding and hemoglobin remained stable. No reversal agent was indicated. Investigation of pump programming revealed correct programming of the device and the infusion pump indicates only 29 ml had been infused".